Event description:
The pharmacist reported that "during a surgery, it was impossible to identify which end cap to take for the t2 tibia nails because of faulty info on the labeling. Three units were opened and none of them could be implanted."

Manufacturer narrative:
It is not known at this time if the devices will be returned for eval. If the device or additional info is received it will be reported on a supplemental report.